Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, there was difficulty with the vitrectomy probe suction with a preset of 500. A company representative troubleshot over the phone with the customer. The case was able to be completed.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss provided phone support and verified that the footswitch and the vacuum function were working properly up to preset of 650 mmhg while the customer was priming for the next case. The facility did not request service. The system was manufactured on january 6, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).